Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. Although the device was not returned for testing and investigation, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.